Manufacturer narrative:
Concomitant medical products: product ID 3708260, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type extension. (B)(4).

Event description:
The consumer reported pain at the extension. The patient reported that the pain occurred after the last revision. No troubleshooting was done. The patient was taken to the operating room for revision of the extension and it was decided in pre-op that the pain wasn't worth the surgical risk. It was reported that the patient was feeling pain along the extension. The only supporting information the patient gave was that the extensions used to follow a different path. When the physician explained the surgical plan to patient, the patient reported the pain wasn't bad enough to risk surgical intervention. It was unsure if the patient still had pain. The issue was not resolved at the time of the report. Relevant medical history includes spinal pain.